Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented via remote transmission with post-paced t-wave oversensing on ventricular lead. Oversensing was noted on a stored egm. Programming changes were made. Device remains implanted. Patient condition is stable.